Manufacturer narrative:
The field reports of noise and oversensing were confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found compression to the lead body consistent with clavicular crush forces breaching the cable lumen with no damage noted to the etfe cable coating. The inner lumen and ptfe liner were found to be abraded exposing the inner coil consistent with clavicular crush forces. The exposure of the inner coil in the clavicle crush region likely caused the complaints reported from the field. All other damage noted to the lead body was consistent with that occurring at time of explant.

Event description:
During follow-up, oversensing noise episodes were observed on the right ventricular (rv) and right atrial (ra) leads. Undersensing was also seen on the ra lead. The leads were explanted and replaced and the patient's condition was stable following the procedure. Related manufacturer reference number: (B)(4).